Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that string broke with one tampon and was able to manually remove the tampon in one piece. Consumer experienced symptoms which she diagnosed herself with a yeast infection based off her medical background and also experienced discharge and cramping. Consumer stated that a wellness check is not necessary.